Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, h2, h3, h6. Component code: mechanical (g04)-head no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with evidence of polyethylene wear versus dislocation on (B)(6) 2022. Extensive heterotopic ossification surrounds the left hip joint, of uncertain etiology. Absent left greater trochanter. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: p0561e56 avantage e1 inlay s56 / 28 0001631404. Report source: foreign: country: south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately three months post implantation due to dislocation. During the procedure, the insert and femoral head were removed and replaced. At six weeks post operation, no dislocation was observed. During the holiday season, the patient fell resulting in dislocation of the same hip. A second revision was done on the left hip at the beginning of the year where it was discovered that the femoral head came out of the insert.